Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft and vela suprarenal on (B)(6) 2015. During follow-up, bilateral type 1b endoleaks were observed and the patient was asymptomatic. The secondary case for this patient was completed on (B)(6) 2016 and the patient was implanted with an afx extender and limb stent graft. No devices were explanted and the patient tolerated the procedure well and was discharged the following day.

Event description:
Clarification: endologix became aware of bilateral 1b endoleaks approximately three days prior [(B)(6) 2016 ] to the secondary procedure as reported by physician (B)(6) at (B)(6) medical center. The reported endoleaks were discovered during follow-up on an unknown date, and the patient was asymptomatic. As the exact date of event is unknown, the best estimate (B)(6) 2016 was used which is the date of re-intervention. The patient was originally implanted with an afx bifurcated stent graft and one (1) afx vela suprarenal on (B)(6) 2015 by physician (B)(6). During re-intervention, the patient was treated by implanting an afx limb stent graft and one (1) ovation ix extender on (B)(6) 2016 by the reporting physician. The patient tolerated the procedure well and was discharged the following day. No devices were explanted at that time.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: type ib endoleak of the distal left iliac. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure-related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported as doing well, and discharged the day following the procedure. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.